Manufacturer narrative:
MDR / initial 3 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported infusion set cannula was bent and patient had high blood glucose on (B)(6) 2026, and symptoms observed three or more hours after insertion. It has been in use for one day.